Manufacturer narrative:
Please disregard this report number (1423537-2024-00095). This device is not sold in the united states and a similar device is not marketed/distributed in the united states. This complaint report was generated in error and no report is required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that on 24th of july the product was removed due to leakage. Additional examination to check patient condition was performed and sepsis was suspected. Additional information was received and stated that per hcp, the product was removed after confirming leakage near the branch part. It is unknown if sepsis occurred due to the product. The condition is under examination by antibiotic administration. The patient is still under examination.